Manufacturer narrative:
E.1 initial reporter facility: (B)(6) a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident. A technical support specialist (tss) remoted in and confirmed no cubie was popping up. A cycle count was conducted on the reported medication, and the correct cubie opened as expected. Additional testing was performed by initiating a cycle count on a different medication, and no unintended cubie release occurred. The issue could not be reproduced during remote testing, and drawer functionality appeared at the time of verification. The system functioned as intended when the technical support specialist verified the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, wrong cubie keeps ejected when user tried to issue a medication. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.